Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing of motion artifact. It was further reported that the icm experienced oversensing that may have cause false detection of tachycardia. The icm remains in use. No patient complications have been reported as a result of this event.